Event description:
It was reported that during device prep of a mitraclip xtw, it was difficult to get the clip to unlock and re-open. The lock was sticking. Three attempts were made to troubleshoot before replacing with a new device. It was noted the clip popped open forcefully during troubleshooting. The device did not make contact with the patient.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported issues were not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported difficult clip opening could not be conclusively determined. The reported clip jumping open appears to be a cascading event of the troubleshooting performed for the difficult clip opening. There is no indication of a product quality issue with respect to manufacture, design, or labeling.